Manufacturer narrative:
It has been confirmed the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding situation reported with the device. Customer advocacy is still waiting for additional information regarding reported issue. If a sample or any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
The customer reported via medwatch report number (B)(4) the following event. ¿the anesthesiologist used laryngeal mask airway (lma) connected to the reported circuit and could not properly ventilate the patient. The ¿humidivent¿ was partially occluded, and there was more water than usual. The sponge was partially occluding the filter. Airway changed from lma to endotracheal tube (et) and switched anesthesia faulty circuit. The patient's oxygen saturations were fine and the patient was discharged post procedure as anticipated¿. This occurred during an MRI scan under anesthesia. The anesthesiologist had difficulty ventilating the patient and therefore re-intubated the patient. Other than needing to be re-intubated, which occurred promptly there were no effects to the patient. "The "humidivent" is the filter that comes with the circuit. It was totally occluding the circuit. She changed from the lma to an endotracheal tube (ett) because she initially thought the lma was not providing an adequate airway. She couldn't ventilate because the filter would not allow passage of air or gasses, it was clogged".